Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak from around the case of an mp1000-c during an unspecified infusion. Although requested, no further event information is available. The connector was replaced and there was no patient harm.

Manufacturer narrative:
Correction: initial reporter address.